Event description:
Medtronic received information of a cardiac tamponade that occurred during a cryoablation procedure. Two ablations were performed in right inferior pulmonary vein. Tamponade symptoms appeared when preparing to ablate the right superior pulmonary vein. The patient recovered following intervention. Patient has been discharged from the hospital without any further complications. Device 2 of 2, reference MFR report: 3007798852-2014-00024.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.